Manufacturer narrative:
Evaluation summary: the device was returned for analysis. The root cause could not be conclusively determined since the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after cleaning the device the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
Following an implantable filtration device procedure a surgeon reported the device is possibly clogged as there was no decrease of intraocular pressure (iop). The device was explanted and a trabeculectomy was performed.